Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. It was reported that after reviewing this with the surgical team, they believed this was an error on their behalf and not a product failure. This could not be confirmed with the information currently available. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a sternal procedure, and subsequently has experienced a complete sternal wound dehiscence with a closure device failure. The reporter indicates that the event involved user error. Attempts have been made and no further information has been provided.